Event description:
IV was inserted and vacutainer was attached. Blood tube was inserted into the vacutainer. Instead of blood going into the vacutainer, it leaked all around the tube and in the inside of the vacutainer. The tube was removed and a new vacutainer was used.